Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation; however, a photo was provided which showed the system message generated on the console display indicating a vacuum/pressure leak failure. No fluid leakage was observed in the photo. The product associated with the reported issue was not returned, which significantly limited the ability to verify the conditions described or to reproduce the alleged failure modes. As a result, the investigation relied solely on customer-provided information, which was insufficient to establish a definitive causal mechanism. Without returned product a root-cause evaluation could not be performed, and the underlying cause of the reported issues could not be identified. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cassette (single use, new) did not pass by providing error messages, could not be detected and there was a leak at the back before surgery (during the purge) for cataract and vitrectomy combination surgery. The issue was not resolved even after changing the cassette and the surgery was cancelled for that day and rescheduled. There was no contact of suspect product with the patient.